Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead sensing trend had decreased and there was undersensing. A pace/sense lead was implanted and the high voltage coil remains in use. No patient complications have been reported as a result of this event.